Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 290 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: department of gastroenterology, ogawa internal medicine, himawari-kai medical corporation (added here due to maximum character limitation) the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending angle in up direction does not meet the standard value due to wear of angle wire; the play of u/d knob is out of the standard value due to wear of angle wire; bending section cover had a scratch and chipped; adhesives around objective lens and adhesive on bending section cover had white clouded area; connecting tube had a scratch and discoloration; universal cord had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for evaluation. There was a delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, it was reported that there were abnormalities with the accessories used for reprocessing however the said abnormalities were not specified, it was unknown if the customer presoaked the endoscope in the detergent solution, the customer wiped and brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and the customer flushed the air / water nozzle with the detergent solution. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had defective air/water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.